Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; the battery compartment is cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse physical event.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: several power-on-reset events were observed in black box. On examination, a cracked battery compartment was noted from threads left of grip pad, above grip pad to threads, and below grip pad to case seal. The returned battery cap was damaged with stripped threads and would not secure to pump. A test cap used for investigation and was able to fit to maintain electrical connection. During investigation, the pump powered on correctly; no power interruption was duplicated during investigation. The pump was opened with no intermittent conditions found on power printed circuit board. Investigation did not duplicate the complaint. Unrelated to the complaint, the display was noted to be dim/faded and discolored.